Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting two different cortical fix screws, the tips of the drivers broke off inside the screw head. These screws were replacing medtronic solera screws and the surgeon didn't want to tap the existing screw holes. The patient's bone was extremely hard.

Manufacturer narrative:
Two (2) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at each driver¿s distal tip. The fractured tips were not provided for analysis. The fracture analysis report suggests that both drivers underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shafts, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the two driver tips becoming broken cannot be positively determined. However, the fracture analysis report suggests that both drivers underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shafts, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.